Manufacturer narrative:
Final analysis found that the lead was returned in one piece. An external insulation abrasion was noted at 18.0 cm to 18.3 cm form the connector pin. Abrasions are consistent with constant friction with another implantable device, all fillars of the inner coil were fractured which could have contributed to the reported high lead impedance.

Event description:
It was reported that the patient felt a jerk in his arm and suddenly felt ill while playing tennis. The lead exhibited high impedance due to fracture. The lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.